Event description:
It was reported that communication/telemetry/interrogation issues were noted. It was noted: ipg (implantable pulse generator) wasn't programmable. They were unable to get the 8840 to recognize (pick up) the 3058 during intraoperative diagnostic test. They tried repositioning telemetry head multiple times. They took the ipg out of the pocket, cleaned off ipg, disconnected and reconnected all parts and placed back in patient. They rebooted 8840 multiple times (x 2). They made sure x-ray equipment was not interfering with signal. It was noted: approximately 30 minutes of troubleshooting occurred during the procedure. The device was explanted (complete) and replaced. It was noted: if there was a product issue, was the issue resolved: no and if there was a product issue, was the cause of the issue determined: no. There were no patient symptoms or complications associated with the event. Patient status at the time of the reporting was alive - no injury. The patient was recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va0uhet, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that attempts had failed to program the implantable neurostimulator (ins). The manufacturer representative (rep) had been contacted and advised turning the overhead lights off in the operating room. The lights were turned off and then they could program the ins. The ins did not do what it was supposed to. The ins performance seemed to have been related to the overhead lighting, interfering with the battery sensing device.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy283236h ) showed no anomaly found.